Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2017; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the device manufacturer representative indicated that the revision surgery was scheduled for on (B)(6) 2020. It was reported that the patient was being managed with oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot /serial# :(B)(4), implanted: (B)(6) 2017. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-18 mpxr 839642 (con, rep): information was received from multiple sources (consumer, manufacturer representative) regarding a patient who was receiving compounded baclofen (3000 mcg/ml at 667.8 mcg/day) via an implantable pump for intractable spasticity. It was reported that over the last couple of months the patient had noticed their spasticity had been more severe than normal. The healthcare provider (hcp) wanted to check the catheter to ensure it was patent. There were no external factors that contributed to the issue. A dye study was performed and the hcp was unable to aspirate,indicating there might be an issue with the catheter. They were unable to inject dye to check for any leaks because they could not safely do so without first aspirating the catheter. They planned to do a catheter revision. The issue was not resolved at the time of the report. Surgical intervention is anticipated but the date was not set yet. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Event description:
Additional information was received from the device manufacturer representative who indicated that the cause of the catheter issue remained undetermined. The hcp replaced the whole catheter and discarded the old one.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2017; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.